Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was scratched. The customer¿s blood glucose level was unknown at the time of incident. Customer reported that they are unable to read screen. The product was returned for analysis.

Manufacturer narrative:
Insulin pump received with corroded battery tube and severely scratched display window noted.